Event description:
A pt was treated for painful osteoporotic fractures at t10 and t11. The physician treated t10 first using a bipedicular approach. He found the bone hard and considered the diagnoses of ankylosing spondylitis and cancer. A biopsy was taken that was reported as negative. The inflations were adequate and the void was filled without difficulty. He was unable to see the superior endplate of t11 well, so decided to use a unilateral approach as well as serial neurological checks throughout the procedure. The bone was softer than at t10. The procedure was completed without extravasation of pmma and without difficulty. The following day the pt had continuing back pain and complained especially of left flank pain; however their neurological exam was normal and the pt walked out of the hospital. Four days later pt returned with a paraplegia. A CT scan revealed that t10 was intact, but there were fractures of both pedicles at t11 with posterior elements that were compressing the cord.